Event description:
The physician attempted arteriotomy closure with perclose at (the closer ak) device following a diagnostic procedure. Angiography confirmed the arteriotomy to be in the common femoral artery which was of normal size. There was no report of calcification visible on angiogram. The physician reported that while inserting the device, he "felt the normal amount of resistance". He continued with device insertion and "felt a small pop." At this time, he visualized the device under fluoroscopy and "could see that the distal end of the device did not move and had broken." The physician removed the proximal end of the perclose a-t. The distal portion from the elbow of the device forward, remained intra-luminal. Manual compression was held on the access site and the patient was taken to surgery for device removal. It was reported the surgeon made a small incision at the arteriotomy site. The distal end of the device had not migrated from its original position and was located and removed. A suture was placed in the common femoral artery for arterial closure. It was reported the patient recovered without complication and was discharged the following day. There was no report of adverse pt sequelae.